Manufacturer narrative:
E: (B)(6) hospital. Phone: reporter- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device reported low leakage and low minute ventilation. The device was in use on a patient at the time the reported issue was discovered. The device was immediately replaced with another ventilator to complete assisted breathing, but there was no reported harm to the patient or user. After preliminary evaluation, it was found that the flow sensor was faulty. Investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the reported alarm errors were confirmed; however, no repairs were completed as the customer declined service and repair and chose a third-party vendor. Although a third-party vendor evaluated and repaired the device, the asp engineer confirmed that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.